Event description:
Essure device prematurely deployed resulting of improper implantation and retention of small portion of wire. Dates of use: 2009. Diagnosis: essure device used in surgical procedure.